Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient became lightheaded on (B)(6) 2017. The patient was initially treated with the discontinuation of his diuretics without improvement. He presented to the emergency department on (B)(6) 2017 with increasing shortness of breath and was noted to be anemic. He was transfused with five units of packed cells. Endoscopy revealed a large hiatal hernia with cameron erosions in the stomach. This was identified as the source of the slow gastrointestinal bleed. The event was reported to have been resolved on (B)(6) 2017 when he was discharged home. The primary investigator reported that the event was related to the patient's condition, possibly related to the study device and unrelated to the implant procedure. No further information has been provided.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.